Manufacturer narrative:
Device was evaluated by canon u.s.a., inc., healthcare solutions division. Manufacturer is canon, inc., (B)(4). Service engineer was unable to duplicate the problem. The ref pcb was replaced. Calibration and self-test were performed. All functions were checked. Panel was returned to customer. (B)(4).

Event description:
The customer reported horizontal and vertical lines on the image. It is possible that the image was retaken, resulting in unintended radiation exposure.